Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned during a device replacement procedure due to high pacing impedance measurements in ring to can configuration. A new quadripolar lv lead was implanted. There were no patient complications associated with the reported incident.